Event description:
It was reported that during the implant procedure, the helix of the lead could not be screwed out. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst indicated the connector pin was bent and prevented helix testing.